Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a lead implant procedure on (B)(6) 2021. During procedure, it was noted that the new lead had high pacing lead impedance. The physician attempted to reposition the lead multiple times but was unsuccessful in getting good impedance values. The lead was explanted and replaced in the same procedure. There were no adverse complications to the patient.

Manufacturer narrative:
The reported event for high pacing impedance was not confirmed. Analysis was normal. No anomalies were found.